Event description:
An analysis was performed on the returned usb cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported by company representative that communication issue was observed when his own motion tablet used. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. The suspect usb cable has been returned to the manufacturer on (B)(6) 2015. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.